Manufacturer narrative:
**Update** medical records were received at (B)(4) on 1/12/2011 and forwarded to depuy (B)(4) on 02/14/2011. Medical records indicate the patient was revised to address pain attributed to metal hypersensitivity of the mom implants. Doi: (B)(6) 2006 - dor: (B)(6) 2010 (right side) the femoral head was added to the complaint. Part/lots were identified with invoice search. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt contacted (B)(4) to initiate a claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time. Medical records were received. Medical records indicate the pt was revised to address pain attributed to metal hypersensitivity of the mom implants.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.